Event description:
Kimberly-clark has received a complaint that indicating that the straps are coming apart at the velcro connection when no pressure has been applied. The user hospital has not reported any injuries related to this product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Sample has not been received for evaluation. Without a lot number, the device history record cannot be reviewed. Investigation is in-process. Supplemental report will be sent when additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.